Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 630 mg/dl at the time of the event. The customer's mother stated that the tape of the infusion set stuck to the inside of the insertion device, which may have caused the infusion set to pull out of the customer's body, potentially causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See also MFR report number 2032227-2009-02269.